Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that eight (8) years after an intraocular lens (iol) implant surgery, the implanted lens presented with strong glistenings. The lens was removed and a new lens was implanted. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. Additional observations were as follows: iol returned in a specimen container in a formalin 4% solution. The returned iol is torn/ split/ cut trough the optic, typical of an insertion and removal. Solution is dried on both surfaces of the optic and haptics. Power and resolution testing could not be conducted due to the optic damage. No glistening observed. No root cause identified for the reported complaint "lol exchange due to strong clouding / glistenings". Optical assessments were not possible to conduct as iol was cut in a half. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).